Event description:
Customer reported that an 840 ventilator had blank graphical user interface (gui) displayed. Device was not being used on a patient when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board assembly (pcba). The device passed extended self test (est).

Manufacturer narrative:
(B)(4).